Manufacturer narrative:
The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable creatinine result from the cobas 6000 c 501 analyzer. One example was an initial result of 0.6 mg/dl and a repeat result on another c501 analyzer of 1.0 mg/dl. The repeat result was believed correct.

Manufacturer narrative:
The reagent lot number and expiration date were requested but were not provided. The field service engineer found the sample probe was misaligned after operator maintenance and the thumb screw for the rinse mechanism was loose. He adjusted the sample probe. Calibration and qc passed.